Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the top two illuminator lights on an ophthalmic operating system were not working. Procedure details information is unknown. There was no report of any patient involvement or patient harm. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The xenon lamp was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the xenon lamp. However, determining if the xenon lamp is nonconforming or past its rated life expectancy, cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).